Manufacturer narrative:
Device received for analysis but not yet performed. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a customer regarding a handpiece. It was reported that the equipment was overheated. There was no patient involvement. No further information was available at the time of report.

Manufacturer narrative:
Analysis of the returned device indicated that running the drill hand piece for one minute at 60k rpm showed a temperature rise from an ambient temperature of 79 degrees f, to a maximum temperature of 97 degrees f. This is well within the operational parameters of the hand piece. No fault was found with the returned device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a customer regarding a handpiece. It was reported that the equipment was overheated. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.